Event description:
It was reported that customer's insulin pump alarmed motor error during prime. Customer's blood glucose was 217 mg/dl. The alarm was cleared. The device was not exposed to a strong magnetic field. Customer delivered five units of insulin via fill cannula and there was no motor error. He changed his infusion set and reservoir and this resolved the issue. The motor error occurred only once in the last thirty days. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.